Event description:
It was reported that during the pre-use check, the customer noticed the cuff was unable to be inflated. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was unable to be inflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: two (2) photos were included in agile attachments for evaluation. Results: line occluded was detected in photo 1. Sample returned: one (1) sample was returned for evaluation p/n 100/136/050; the sample was received in used conditions without its original package. Visual inspection: the returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Results: line occluded was detected. Functional testing: the returned sample was inflated using a syringe results: cuff won?t inflate; the complaint was confirmed. Leak testing: the sample returned was connected to leak tester machine [cal ID: 8.1597, due date: march,2022] to identify any occlusion. Results: occlusion was detected. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by: mp tmfl-tj120? Tracheal manual flow line ? Bell-out and leak test? Rev 107; section 2.5 not followed properly. The cause of the reported problem was traced to the manufacturing process. Any relevant dmrs, ncrs, ets, etc.: there were no issues, nonconformance reported during the manufacture of this lot.